Manufacturer narrative:
No product was returned for evaluation. Should new relevant information becom available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the customer did not have access to a power source to reset the pump. Customer¿s blood glucose level was 155 mg/dl. Additional information was not provided. Multiple attempts were made by cts to obtain additional information; however, a response from the customer was not received.